Event description:
It was reported that when using the pyxis medbank system, it had an error message, and the drawers were offline. The customer reported that unable to login and issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawers were offline and the power supply also failed.the technical service engineer restarted the ail in one and assisted have cycle count privileges to cycle count the bin and adjust it if it was not 0 to proceed to the issue.the system functioned as intended after the technical service engineer troubleshot the device.